Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after a fall down an escalator the patient had ineffective stimulation. X-ray imaging revealed that both leads had migrated and one was fully impeded. Patient was also experiencing pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 where the system was removed and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.